Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and provide additional information. Please see updates: d1, d2, d3, d9, g1, g3, g4, g6 and h2. Additional information: d3, d9 & g1. Corrected data: d1, d2, & g4. H2: initial report - "if follow up, what type?" Was wrongly selected as additional information.

Event description:
The user reported conflicting results with the binaxnow covid-19 antigen self test. The user states they performed the initial test generated positive results. Upon repeat testing the binaxnow covid-19 antigen self test generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147265 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 147265 and device part number 195-430h / lot 141425a.. The lot met the required release specifications. A review of the complaints reported as conflicting result patient results (confirmed and unconfirmed, conflicting results) related to kit lot 147265 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to root cause issues including the self-test user performance, interpretation of the result, or the specific patient sample.